Event description:
The coil stretched during framing in the aneurysm. This was an anterior communicating artery aneurysm, measured 5mm and no abnormality was noted. The physician felt resistance when the coil was initially being advanced through the silverspeed -ev3 non-cordis microcatheter (mc). The coil was being withdrawn with no abnormal resistance for repositioning when it unraveled/stretched. The coil was not out of the distal end of the mc while the mc was being re-positioned. The coil was removed and the mc was at the original position. The aneurysm was treated with more coils including other orbit coil. The procedure was completed without any complications and there was no adverse effect to the pt.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.